Event description:
A review was conducted of an article which aimed to evaluate the long-term outcomes of patients who underwent da vinci-assisted ventral hernia repair procedures using a self-fixating retro-rectus synthetic mesh with a lateral docking transabdominal approach (rtarup/rtarm). The study was a mono-centric cohort study that analyzed 198 patients undergoing rtarup/rtarm between september 2016 and december 2019. One major complication (clavien¿dindo grade iiib) occurred which involved a patient who was readmitted due to a major postoperative retro-rectus hematoma. The complication was drained laparoscopically. No device malfunctions were reported, and the authors did not attribute any events to the da vinci surgical system. Requests for additional information were made to the corresponding author, but no response has been received. The study concluded that rtarup/rtarm is a safe and effective technique with a low complication rate (6.1%), a low recurrence rate (3.7%) at a median follow-up of 4.5 years, and favorable long-term quality of life outcomes.

Manufacturer narrative:
Based on the information provided, the causes of the operative complications cannot be determined. The article did not provide any specific information regarding the procedure dates or the da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. Citation: vierstraete, m., de troyer, a., pletinckx, p., hermie, e., & muysoms, f. (2025). Lateral single-dock robot-assisted retro-rectus ventral hernia repair (rtarup/rtarm): observational study on long-term follow-up. Journal of robotic surgery, 19(1), 84. Https://doi.org/10.1007/s11701-025-02243-2. Section b3: there is insufficient information regarding the procedure date; therefore, the article publish date was used. Section d4: there is insufficient information to determine the specific system that was used during the procedures with complications; thus, a generic xi system was reported. Additional patient information: median bmi was greater than 30kg/m2. Study demographics included 198 patients of which there were 70% males and 30% females. The median age was 53.7 years.